Event description:
While on vacation, my father's pacemaker battery quit working 2.5 years earlier than expected. Because of this malfunction my father passed out, heart rate dropped below 30 bpm and required a 911 call. Once at the hospital it was determined his pacemaker was defective and an immediate replacement was required. He has spent 6 days of our vacation in the hospital over 700 miles from home.